Event description:
It was reported that the forceps channel of the bronchovideoscope tested positive for an unexpected contamination multiple times. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and because the user culture results were not shared and the scope was not microbiologically tested by olympus, thus, the reported event could not be confirmed, and a root cause could not be determined. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. In addition, the following reportable malfunctions were identified during the device evaluation: biopsy forceps stuck had become stuck in the opening. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.